Manufacturer narrative:
The manufacturer previously reported a ventilator's power supply was replaced to address a power supply failure. Additional evaluation was done and the ventilator failed test steps during testing. The device's active exhalation control module was replaced to address the issues.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a failure of the device's power supply was observed. The device's power supply was replaced to address the issue.